Event description:
It was reported that a patient had a prodisc c implant placed approximately two years ago. The patient experienced ongoing pain and numbness following the procedure. A pdc removal was completed on (B)(6) 2022. The removing surgeon indicated that there was no problem or malfunction of the pdc device but rather that during the initial surgery, the decompression was not thorough enough. Surgeon decompressed the level, completed a cervical corpectomy at a single level, and backed the patient up posteriorly. It is further reported that the patient is doing well following that procedure.

Manufacturer narrative:
It was reported that a patient had a prodisc c implant placed approximately two years ago. The patient experienced ongoing pain and numbness following the procedure. A pdc removal was completed on (B)(6) 2022. The surgeon indicated that there was no problem or malfunction of the pdc device but rather that during the initial surgery, the decompression was not thorough enough. Surgeon decompressed the level, completed a cervical corpectomy at a single level, and backed the patient up posteriorly. It is further reported that the patient is doing well following that procedure. A review of of the device history record could not be completed as the part number and lot number were not provided. Complaint trending showed that the rate of complaints was at the lowest possible level of improbable. A review of the risk assessment found that the risks associated with the complaint are identified and mitigated to a level where the benefits outweigh the risks. A device evaluation could not be completed as the implant was disposed of at the hospital and not returned. No anomalies related to the complaint were found during the investigation. Based on the surgeon's comments, there was no malfunction of the device and the symptoms were likely caused by decompression that was not thorough enough. This submission is 1 of 1 devices involved in this event.